Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, while loading the cartridge the lens curled inside of cartridge and lens did not get implanted, did not eject from cartridge. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The complainant indicates the use of company cartridge which is not qualified for use with the associated iol (intra ocular lens) model. However, based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).